Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission showed that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and shocks for an episode of ventricular tachycardia (vt) that was suspected to be supra ventricular tachycardia (svt). The therapies were suspected to be inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.